Event description:
I got the essure implant as a safe and effective permanent birth control device. My ob/gyn advised me to use this implant since it was supposed to have no complications and was less risky than a surgery. Since the implant, I have had severe pain in my uterus, severe pain in my lower back, pain in my legs, tiredness and fatigue. My doctor ordered a sonogram to check how my uterus is doing but even though everything "looks" fine, I have severe pain every single day. In order to live an almost normal life I have to drink painkillers everyday and this is also starting to affect my stomach. I went back to my doctor because I can't stand the pain any longer and the only choice I have left is a hysterectomy.